Event description:
Information indicated that with brake on, brake caster at head of stretcher locks wheel but swivels. No injury reported.

Manufacturer narrative:
Technician found that with brake on, brake caster at head of stretcher locks wheel but swivels. Isolated the problem to broken top of caster stem. Replaced brake caster, adjust brakes and test brakes to resolve this issue.